Event description:
Boston scientific received a patient verification form recently, stating the patient died, with a comment that the pacemaker quit working. An online obituary search stated the patient passed away (B)(6) 2012 at home. There were no allegations from field or medical personnel against the device function or that the device caused or contributed to the patient's death.

Event description:
Additional information was received from the local field representative after speaking with the pacemaker clinic nurse practioner. The nurse stated the patient's family found the patient deceased in her home and originally thought the patient had a defibrillator that had not functioned appropriately. After the family learned the patient had a pacemaker and not a defibrillator and had further discussion with the clinician, they better understood the difference between the devices' functionality. The nurse confirmed the pacemaker had checked out normally at all of its previous interrogations. The clinic did not know cause of death or if the device was explanted post-mortem or buried with the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.